Manufacturer narrative:
Concomitant products: 5076 lead implanted: (B)(6) 2015; 6947 lead implanted: (B)(6) 2011. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced as it had been placed in a suboptimal position at implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.